Manufacturer narrative:
The device history record for the lot reported was reviewed and no issues were observed. The product was manufactured, inspected and released in compliance with manufacturing procedures. The manufacturing process was reviewed and no issues were observed. The explanted valve was received and evaluation is ongoing.

Event description:
Low iop. Valve was explanted due to emergency. Doctor stated valve did not work.

Manufacturer narrative:
Sample returned for evaluation from customer was tested for compliance with approved procedures. The returned unit was visually inspected and tested under simulated conditions. The unit performed in compliance with approved procedures. The IFU was reviewed and hypotony is listed as a known complication of aqueous shunts.

Event description:
Low iop. Valve was explanted due to emergency. Doctor stated valve did not work.